Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), restless legs syndrome ("restless leg syndrome"), anxiety ("anxiety"), insomnia ("insomnia") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, restless legs syndrome, anxiety, insomnia and autoimmune disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, genital haemorrhage, insomnia and restless legs syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: f\u 4 and 5 process together- social media received: newly added events- autoimmune disorder, reporter was added. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), restless legs syndrome ("restless leg syndrome"), anxiety ("anxiety") and insomnia ("insomnia"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, restless legs syndrome, anxiety and insomnia outcome was unknown. The reporter considered anxiety, genital haemorrhage, insomnia and restless legs syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Case became incident - full hysterectomy. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.